Manufacturer narrative:
Approximate age of device - 2 years, and 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was transferred from another facility to the implanting center with a concern for lvad malfunction. The patient was intubated nearly immediately on arrival to hospital, so little history of presentation was known. On saturday patient called to report that the lvad system produced 1 low flow event but was asymptomatic. The following day, the patient had repeated events and felt lightheaded, although this was not new for the patient. Complaints of back and shoulder pain were also reported. The patient had last been seen in clinic on (B)(6) 2018 and complained of a cough but was otherwise feeling ok. Inr was checked about a week later and there was mention of the patient having been on antibiotics, presumably from the pulmonologist through the local hospital, as indicated in cardiology notes. Per patient's family, the patient had overall been feeling well and acting normal the last few days. The patient been complaining of a cough but otherwise might have been a little dehydrated from not drinking enough water. The family had taken the patient to a local hospital the previous night because the lvad kept going off. The patient "was completely with it at the va", even on transfer over to the implanting center and was not having any chest pain or trouble breathing. Upon arrival at the implanting center, the patient was noted to be blue/gray. Arterial blood gases (abg) 6/99/67/128. The patient was "bagged" and then intubated. It was unclear whether vitals were accurate given lvad but blood pressure was read as 32/14. Troponin 5.77 and lactate 12. The patient was initiated on levo and dobutamine and transferred to the coronary care unit (ccu). The patient had one episode of vt on arrival to ccu and received shock with conversion. Received amio bolus and then started on drip. The patient became unresponsive, rhythm showing v fib, and was cold and blue. Pulses not palpable. The patient was not shocked per the patient¿s wishes requesting do not resuscitate status from the day before. The patient continued to be anuric overnight and was terminally extubated as per the patient¿s wishes. The family expressed saying to extubate prior to passing. Family at bedside and present on admission (poa) in agreement with extubation. Apneic. No intervention performed and the patient expired on (B)(6) 2018. The pump was not explanted.

Manufacturer narrative:
(Date of death), (patient codes). Manufacturer's investigation conclusion: the pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists thrombosis, hemolysis, cardiac arrhythmia, respiratory failure, hepatic dysfunction and renal failure as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: laboratory test results showed an increase in troponin levels (92 ng/ml), decrease in lactate levels (3.4 mg/dl). The inr increased to 8. An EKG was performed which showed acute ischemic changes. Intravenous (IV) vitamin k and 1 unit fresh frozen plasma (ffp) were initiated overnight. Repeat lab tests showed elevated levels of lactate dehydrogenase (ldh) to approximately 2240 u/l, fibrinogen and haptoglobin downtrended to 451 and 64 respectively. Failed pressure support ventilation (psv) in the morning likely secondary to over sedation in setting of versed and acutely worsening liver function.